Event description:
It was reported that the patient was presented with all channels with high impedance on (B)(6) 2014. Previous measurements taken on (B)(6) 2014, were within normal limits. No accident is known, the patient has a slight cough, no swelling over the implant and the ent doctor could not find anything remarkable. Diagnostic imaging showed a position change of the active electrode. A revision surgery will take place but no date has yet been confirmed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.